Manufacturer narrative:
Concomitant product: 507645 ra lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient felt their heart rate decrease. It was noted that the patient's right ventricular (rv) lead exhibited questionable rv capture with varying thresholds. Follow up with the clinic determined that the rv lead was reprogrammed for higher outputs which resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.